Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardiac monitor (icm) was exhibiting false alerts for pauses due to undersensing and atrial fibrillation (af) episodes noted due to oversensing of noise and t-waves. The device remains in use. The patient is a participant in the psr icm study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the implantable cardiac monitor (icm) was explanted.